Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the delivery system was returned with the device intact in the device cup, analyzed. Analysis indicated the delivery system tether lock housing leaks. The lumen of the delivery system was torn. There was a deployment issue with the delivery system. The delivery system inner shaft was mechanically kinked/bent. The delivery system stability member was kinked/buckled. The bond on the tether lock housing on the delivery system released. The analyst noted it was difficulty to deploy the device during analysis testing due to the stability member kinked and lumen torn. Leaking in the handle caused not enough pressure to see if the device jumped forward within the cone inside the cup at the time of analysis testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the implant procedure of the leadless implantable pulse generator (ipg), when the delivery system was flushed, the device jumped forward within the cone inside the cup in a semi deployed position and the tines were deployed over the edge of the cup. The device was retracted and flushed again. The system was then introduced via the sheath, to the mid right atrium. The device and the cone jumped forward when the flexion button was used. The device and the delivery system was attempted, not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the delivery system was returned with the device intact in the device cup, analyzed. Analysis indicated the delivery system tether lock housing leaks. The lumen of the delivery system was torn. There was a deployment issue with the delivery system. The delivery system inner shaft was mechanically kinked/bent. The delivery system stability member was kinked/buckled. The analyst noted it was difficulty to deploy the device during analysis testing due to the stability member kinked and lumen torn. Leaking in the handle caused not enough pressure to see if the device jumped forward within the cone inside the cup at the time of analysis testing. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] (serial: [(B)(6). D9: yes, return date: 10-may-2024 h3: yes dev rtn to MFR? Yes eval summ attached? Yes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.